Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter revision was performed on (B)(6) 2017. The catheter was found to be slightly kinked and semi-damaged. The catheter was then reattached to the pump and implanted again.